Event description:
Patient with third degree heart block, 2 week postop double bypass - on pacer for 1 week post op ¿ history of first degree block. Per ems, patient found with heart rate of 28, paced in route to hospital. Attempted to pace in ed at 70 and increased to 110 without capture. Pacing stopped. Patient admitted for temporary pacer and potential permanent pacemaker insertion on this admission.